Event description:
Initial result for a pt ast was negative. When repeated, a result of 32 u/l was obtained. The incorrect result was not reported. The field service rep found the sample probe was bad and repaired the instrument by replacing the probe.